Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2018-10099 and 2938836-2018-02165. Additional information was received indicating the right ventricular lead was an abbott lead. During follow-up, loss of capture was observed which led to non-sustained right ventricular oversensing. The device was reprogrammed to resolve the event and the patient was in stable condition.